Manufacturer narrative:
(B)(4). Final analysis found that the insulation was degraded at 4.5cm from the connector pin. The insulation was abraded at 8.1cm to 8.2cm and 12.4cm to 12.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that the patient had received unanticipated high voltage therapy due to noise on the right ventricular pacing/sensing lead. An insulation anomaly was observed. The lead was explanted and replaced on (B)(6) 2016 during a device changeout procedure. The patient was noted to be in good condition following the procedure.